Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the balloon was inserted into a gastroscope and then inflated. Afterward, the balloon was then deflated. Efforts to remove the balloon were unsuccessful because the balloon could not be drawn back into the gastroscope. After several tries the wire snapped inside the gastroscope's working chanel. Another device was inserted into the gastroscope, and the wire was pushed out and retrieved from the patient's stomach. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.